Event description:
It was reported that during an unknown procedure, the first device deployed malformed clips. Another device was opened in which the surgeon commented that it did not feel right prior to use on the patient. No other information available about problem. A third device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.